Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. All device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.

Manufacturer narrative:
Additional information: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte acid concentrate products shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed by a clinical specialist to identify a causal relationship between the continuous renal replacement therapy (crrt) and the adverse event. The clinical specialist concluded that a temporal relationship exists between the patient¿s cardiac arrest during a crrt treatment performed using a 2008k hd machine. However, any association between the 2008k hd machine, the unknown fresenius dialyzer and acid concentrate, and the adverse event of the patient coding due to cardiac arrest or the 200 milliliters (ml) of blood loss cannot be determined based on the lack of available information. Furthermore, additional details, specifically, patient demographics, treatment sheets, medical intervention, and hospitalization have been requested and are needed to determine potential causality.

Event description:
A user facility¿s biomedical technician reported that a patient experienced cardiac arrest and coded during continuous renal replacement therapy (crrt) while hospitalized. The patient was able to be resuscitated. However, no event details were provided to indicate what intervention was required during the incident. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). The source of the blood loss is not known. Following this incident, the 2008k hd machine was removed from service from evaluation. Initially, functional testing was performed by the biomed and found no system issues; machine ¿passed fine.¿ however, upon re-testing the unit, the system temperature and conductivity were found to remain static during the functional testing. The biomed identified a low flow error and found the conductivity to be low with a returned value of 17. The conductivity issue was traced to the actuator board. The current repair status of the machine is not known, nor is it known if the unit has been returned to service at the user facility. No sample of the acid concentrate in use the day of the hd therapy was made available for analysis. The dialyzer product was not made available for evaluation by the manufacturer. Although requested, no further information has been made available. A supplemental medwatch report will be submitted should additional details become available.